Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed during evaluation. Evaluation found the downstream sensor current reading to be out of specification (high), caused by a failed downstream sensor. This elevated reading caused the downstream occlusion alarms. The failed downstream sensor was replaced.